Manufacturer narrative:
A customer in australia notified biomérieux that they obtained a misidentification of an aerobic organism as peptostreptococcus anaerobius in association with their vitek® ms instrument (ref. (B)(6); serial# (B)(6)). There was no patient or operator death, no patient or operator harmed, no indirect harm to patient reported, no patient harmed/treated incorrectly. Investigation: the investigator reviewed previous complaint reports searching for other, similar, customer reports ¿ identification as peptostreptococcus anaerobius instead of bacillus spp. No other similar complaints were recorded, and no capas or non-conformities were found to be linked to the customer¿s complaint. The identification of p. Anaerobius was reproduced by biomérieux - reprocessing the customer data with vitek ms kb 2.0. Per information from the customer, the isolate grew aerobically, thus could not be p. Anaerobiusis (an obligate anaerobe).the vitek ms system of this site is in version 2. This is an old version and should be updated to version 3. The customer tested the sample with accugenx-ID. Accugenx-ID identified the genus as bacillus, but did not provide identification at the species level. Reprocessing the customer data with vitek ms (B)(6) data base ¿ saramis v4.16 ¿ identified the strain as bacillus pseudofirmus. This species is one of the species listed in the accugenx-ID report. Bacillus pseudofirmus is not present in the vitek ms ivd knowledge base. The following system limitation is mentioned in the vitek ms knowledge base user manual ref. (B)(4) for vitek ms clinical use v3.2 knowledge base: ¿ testing of species not found in the database may result in an unidentified result or a misidentification. Interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ root cause: system limitation - species not present in any ivd vitek ms knowledge base. Actions: investigator stated that customer service should promptly update customer's vitek ms system from v2 to v3, as well as update the knowledge version to kb v3.2.

Event description:
A customer in (B)(6) notified biomérieux of obtaining a potential misidentification of an organism as peptostreptococcus anaerobius from a bioburden sample in association with the vitek® ms (ref 410895, serial (B)(4)). The customer explained that the sample is an aerobic sample, but the obtained identification of peptostreptococcus anaerobius is an anaerobe. The isolate was subcultured and did not grow anaerobically, but grew well aerobically. The customer tried to confirm the identification externally by genotypic analysis, but the result obtained by external testing was a bacillus species. The customer also stated that there was doubt regarding if the culture that was sent to the external laboratory was pure as they observed swarming bacillus species on the sample plate. The strain is no longer available for retesting or investigation. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. A biomérieux internal investigation has been initiated.